Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0524 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that a 4fr solo PICC was removed on (B)(6) 2020 as leaking and fractured at 8cm (inserted for chemo (B)(6) 2020; 51cm and 4cm out; left bas).